Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16; checking your blood glucose 7/page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The patient wasn't feeling well and a few units of insulin was administered via manual injection. An ambulance was then called and the patient was brought to the hospital due to high ketones (levels unknown). The hospital treated the patient with fluids and an insulin drip. Nothing unusual was noted in regards to the pod and the patient will return home once her bg levels have stabilized.